Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tnl) result from a single patient sample that was generated by the access 2 instrument. The customer indicated that two plasma samples (a and b) were drawn from the patient simultaneously. Sample a was tested for accu tnl and a result of 65.78ng/ml was obtained. The result was reported out of the lab. On the same day, the customer tested sample b for accu tnl and obtained lower result: "<0.03ng/ml". The customer then re-tested sample a for accu tnl on the next day five (5) times and all results were 0.02ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc recovered within specification before and after the event. System checks performed in 2007 and the next month passed. The specimens were collected in bd, lithium heparin tubes with gel separators and centrifuged at 3,000 rpm for 10 minutes. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a major preventive maintenance (pm) to the instrument which was due this month. The fse conducted diagnostic and accu tnl precision testing; all results passed within specifications. The fse verified the instrument performance per established procedures. A clear root cause had not been determined in this event. A malfunction will be assumed for the purpose of this report.